Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-15 . H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two q-syte units. After review of the returned samples, the complaint of leakage was confirmed in 1 of the 2 samples. A physical analysis of the returned samples showed that the same sample that was confirmed for leakage also had evidence of a column tear which is most likely the cause of the leakage. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage and a q-syte connection that was loose/separated/detached. The following information was provided by the initial reporter: a qsyte connector was leaking, and another one¿s¿ separation membrane outside can be pulled out. A test report is needed to explain the problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage and a q-syte connection that was loose/separated/detached. The following information was provided by the initial reporter: a qsyte connector was leaking, and another one¿s¿ separation membrane outside can be pulled out. A test report is needed to explain the problem.